Event description:
It was reported that the pt would undergo generator revision surgery because she was experiencing an increase in seizures and her device was believed to be at end of service. Follow up with the pt's treating physician revealed that they did not have any reports of an increase in seizures and the pt did not show up to the appointment, so the device was not checked. The pt is moving and has not made any appointments to see a physician at that location.